Manufacturer narrative:
Laurent willemot- "radiological and clinical outcome of arthroscopic labral repair with all-suture anchors" 1-5. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Redouan elfadalli, kjell c. Jaspars, mark h. Awh, jeff peeters, nick jansen, geert declerq, olivier verborgt.

Event description:
It was reported in journal article that three patients underwent arthroscopic allsuture anchor labral repair and postoperatively exhibited signs of grade 2 bone reaction (tunnel widening, > 3mm). There has been no other information provided.